Event description:
It was reported that the user received repeated ¿connect cgm or enter bg¿ alerts on the ilet after their cgm sensor expired and they were away from home, resulting in more than two hours without a connected sensor; the user planned to start a new freestyle libre 3 plus sensor and did not request assistance. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond device alerts and a temporary interruption of cgm-based automation. Investigation included user interview and troubleshooting education regarding the alert condition and cgm reconnection. Investigation of this case revealed that the device functioned as designed by issuing alerts when no cgm data were available, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user circumstance related to an expired and absent cgm sensor.